Event description:
It was reported that the sharp edges of the older style tray tore the kimguard, making the tray unsterile. While waiting for the tray to be re-sterilized, the pt aspirated and had to be ventilated and transferred to ICU at the public hosp.